Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a pocket revision wherein the ipg was placed deeper.

Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a pocket revision wherein the ipg was placed deeper.